Event description:
During an open splenectomy when the clip applier was fired on approx the 10th clip, the clip did not form completely. It appeared to be in a teardrop shape at the apex of the clip. The applier jammed and would not fire any more clips. Another clip applier was opened to finish the case. There was no consequence to the pt.